Manufacturer narrative:
The pump has been returned to animas for evaluation. Ian evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (moisture ingress) issue; intermittent power with moisture behind the display. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 07/29/2016. Device evaluation: the device has been returned and evaluated by product analysis on 07/08/2016 with the following findings: on examination, there was visible moisture in the display lens. On investigation, the pump powered on; however, the display screen remained blank. A leak test revealed leakage at a crack at the tip right corner between the display lens and pump seal. The pump was opened for investigation and revealed moisture ingress throughout the pump¿s interior compartment. The pump history or black box was not able to be downloaded due to moisture ingress. The vibratory alarm is inoperable due to moisture ingress. The battery compartment was noted to be cracked from the case seal to the bumper pad. Investigation confirmed the moisture but did not duplicate power loss.